Manufacturer narrative:
Qn# (B)(4). The customer returned one peel-away sheath/dilator assembly for analysis. Signs-of-use in the form of biological material was observed on the dilator extrusion. Visual analysis revealed that the sheath tip was slightly frayed and bent back. Microscopic examination confirmed the defect. No other defects or anomalies were identified. This damage is consistent with undue force being applied to the sheath tip. The total catheter peel-away body measured 2 3/4", which is within the specification limits of 2 5/8" - 2 7/8" per the peel-away catheter graphic. The peel-away catheter outer diameter measured .0848", which is not within the specification limits of .114"-.120" per the extrusion graphic. The peel-away catheter inner diameter measured .065", which is also not within the specification limits of .084"-.094" per the extrusion graphic. The dilator outer diameter measured .06395", which is within the specification limits of .086"-.088" per the dilator extrusion graphic. The dilator inner diameter measured .023", which is not within the specification limits of .042"-.046" per the dilator extrusion graphic. Because both the catheter peel-away and the dilator did not meet the inner diameter and outer diameter specifications, it is assumed that the returned catheter-peel-away/dilator assembly is not the same component included in the bill of materials for the finished kit specified in the complaint. The dilator was able to advance and retract from the sheath with minimal resistance. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip". The report of a damaged sheath tip was confirmed through complaint investigation. Visual analysis revealed that the sheath tip was frayed and folding back, which is damage consistent with undue force being applied at the tip. The catheter met all relevant functional tests, and a device history record review was performed with no relevant findings. However, the returned peel-away catheter and the dilator did not meet the outer and inner diameter requirements. Therefore, it was determined either the incorrect part/lot was reported or the incorrect sample was returned for evaluation. Due to the discrepancy between the reported lot and the returned sample, the root cause cannot be determined at this time. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the sheath/dilator would not advance. When the device was removed, it had "bunched up" at the distal end. Another introducer was successfully used.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the sheath/dilator would not advance. When the device was removed, it had "bunched up" at the distal end. Another introducer was successfully used.